Event description:
It was reported that during an infusion, the rn was attempting to hang etoposide as the primary infusion when it was noticed that the outside of the filter was full of air and wet. It was confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Additional information added; d.11. Correction to sections: d.1, d.4, d.11, (omit 21028e), & g.5. The customer¿s report that the outside of the filter was full of air and wet was confirmed on the extension set received. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the primary set¿s drip chamber and the entire length of tubing of both sets. Visual inspection observed no damage to the filter¿s membrane or housing. Functional testing observed leaking out of the filter vent closest to the outlet port on the extension set¿s micron filter. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leaking and ingress of air was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Manufacturer narrative:
Concomitant medical products: 250ml baxter eva container, exp: 10/21/19, 0.9% sodium chloride injection; spiros adapter. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during an infusion, the rn was attempting to hang etoposide as the primary infusion when she noticed that the outside of the filter was full of air and wet. There was no patient impact.